Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an open thoracotomy procedure, the device locked and would not open. They used force in an attempt to pry the handles open. They were eventually able to open the device. Once the device was removed from the tissue. There was some bleeding. The quantity of blood is unk. No blood product was required. The pt is currently recovering.